Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter was displaying an inaccurately high result compared to his feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 5:23 pm, the patient alleged obtaining a reading of "150 mg/dl' on the lfs meter. The patient reported using insulin pump therapy to manage his diabetes. The patient reported on (B)(6) 2012 at 8 am, he had an increased dose of medication, 1/2 dose of glucagon was administered. The patient reported on (B)(6) 2012 at 12 am, he was found "passed out". It is unclear who found the patient and how the patient revived. The patient reported on (B)(6) 2012 at 8 am, he was given IV glucose by emergency medical services (ems). The patient reported a reading was obtained on a emergency room meter, but did not recall the results or when it was obtained. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing. The patient's test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, he developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found, the complaint was not confirmed. The retain test strips were tested and they passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.